Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019 and was reimplanted with a new device during the same surgery. This report is submitted on april 10, 2019.

Manufacturer narrative:
This report is submitted on june 14, 2019.

Event description:
It was reported that the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The implant device remains and the patient will continue to be monitored by the health care provider.